Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had a repeated recoverable fault on the universal surgical manipulator (usm) 4. The customer was able to recover but it happened a couple of times. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and confirmed error 32097 on the usm 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The system functionality was checked upon powering on and there were no errors when the system initially powered on. The ports were placed when the issue occurred. There was no harm or injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault on usm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and reproduced. The usm was tested on an in-house system and failed normal mode. The usm was also tested on a patient side cart (psc) fixture test platform (pfpt) and passed lissajous, cva, sine cycle, and brake tests, but failed the fiber test on the rolling loop. The rolling loop assembly will be replaced. The complaint regarding repeated recoverable fault on usm 4 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32097 on the usm 4 related to the reported complaint. An event verification confirmed the nephrectomy procedure was performed on the reported event date on (B)(6) 2022 on system sk1505. The probable root cause is attributed to usm 4 which was replaced to resolve the issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the system had repeated recoverable faults on usm 4 during procedure and the fse replaced the usm 4 to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.